Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): a concerto coil was returned for analysis within a shipping box; within sealed biohazard pouch; within an opened concerto implant coil outer carton and within an opened concerto implant coil inner pouch. The concerto implant coil was returned without introducer sheath. Visual inspection/damage location details: the concerto coil pushwire was found to be broken and separated at break indicator. The implant coil was found to be already detached and not returned. All other subassemblies appeared to be normal, and no other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil shape-poor shape outside sheath¿ could not be confirmed as the implant coil was found to be already detached and not returned. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the concerto coil failed to form a helical shape. A new medtronic device was used to complete the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information was received stating that the cause of the shape issue was not determined. The information is confirmed by the physician.